Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned and the stent was no longer loaded on it. The sdw was undamaged. The stent introducer sheath was also returned and was noted to be undamaged. The stent was returned deployed inside the microcatheter. The stent was located in the proximal section of the microcatheter. The microcatheter was flushed and several unsuccessful attempts were made to advance the stent using a patency mandrel pushed in from the proximal end and distal end of the microcatheter. Eventually a decision was made to cut the microcatheter. Even cutting the microcatheter slightly distal to the stent did not allow it to be pushed back into the hub and the microcatheter needed to be cut at the point where the stent was located. Following this the stent was removed. The 3 marker bands were present on both ends of the stent but there was extensive deformation damage noted to the stent. A functional inspection for the reported event stent migration inside microcatheter functional test was not available, it was confirmed during visual inspection. A functional inspection for the reported event stent difficult/unable to advance or pullback through catheter was not available as the stent had already been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent migration inside microcatheter' was confirmed during visual inspection of the returned device. The second as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when attempted to insert the subject stent into the subject microcatheter to implant the stent; however, the stent became stuck within the microcatheter. Since the stent delivery wire could be retracted, it was assumed that the bumper may had been dislodged inside of the microcatheter'. The stent was returned for analysis deployed inside the proximal section of the microcatheter. Once it had been removed (it was necessary to cut open the microcatheter shaft to achieve this) the stent was noted to be very badly deformed. The introducer sheath and the stent delivery wire (sdw) were both returned for analysis and were both undamaged. The event description notes friction following transfer of the stent into the proximal section of the microcatheter. It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath (hence, tip of sheath was undamaged). If this were to occur, the stent will begin to deploy as it is advanced through the distal opening of the introducer sheath into the gap created by the sheath movement. This, in turn, would result in friction as the stent is advanced through the proximal section of the microcatheter shaft. Attempting to retract a stent which had become stuck inside a microcatheter shaft can lead to the stent becoming deployed inside the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent migration inside microcatheter' and as analyzed codes 'stent deployed prematurely during use' and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the subject device was prematurely deployed inside the catheter shaft during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.